Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: occasional hip pain when walking quickly and moving up and down stairs. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2014 - medical records received. Upon revision mucoid tanish colored synovial tissue, metallosis, metal debris, corrosion, synovitis, and no bony ingrowth at the acetabulum were noted. The adapter sleeve, stem sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.